Manufacturer narrative:
This part is not approved for use in the us, however a like device with part# 55840016545, 510k# k113174 and upn (B)(4) is cleared in the us. Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. X-ray review: post-op x-rays for l3-s1 stabilization of l4-5 pyogenic spondylitis show screw fracture at s1. This construct is not mechanically sound as continued deformity is expected to occur at the uninstrumented segments. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent percutaneous pedicle screw fixation with screw inserted at l3 and s1 due to pyogenic spondylitis. Post-op, the left s1 screw was broken. The patient underwent revision surgery for removal of the screw. The screw was explanted partially.

Manufacturer narrative:
Product analysis: macroscopic examination confirms the mas bone screw is fractured approximately ~5 threads from the base of the screw head. Optical examination did not identify pre-existing material surface defect around area of crack origination that could contribute to crack propagation. Microscopic examination of fracture surfaces reveal a fairly flat fracture, with gently convex progressive striations through the cross section of the bone screw, which are indicative of cyclic fatigue. Microscopic examination of the fracture surface suggests the primary mode of fracture to be cyclic fatigue, with a localized region of origin, followed by convex striations in the direction of propagation. If information is provided in the future, a supplemental report will be issued.